Manufacturer narrative:
Post procedure, the pt was ruled-in for a myocardial infarction (mi). Ck=1.8 times the upper limits of normal (uln) and the ck-mb=4.18 uln. There were no ECG changes. Seven months post index procedure, the pt returned for re-angiography, which revealed a 73%, focal, restenosis at the proximal border of the stent in the om. An additional stent was placed to successfully treat this area. Additionally, there was a 25% restenosis in the mid-lcx. No treatment was required. The product is nit available for analysis. A review of the manufacturing route sheets for the involved lots confirmed that this device met quality.this pt has a history of previous mi and is a known current smoker. These conditions put him at increased risk for a major cardiac adverse event. The lesion treated was in the bifurcation of the lcx and om1. This lesion extended 20mm down the lcx and 24mm into the om1 for a total of 44mm of diseased vessel. The vessels were 2.5mm in diameter. The IFU is indicated to discreet, de novo lesions of less than 30mm in vessels greater than or equal to 2.5mm in diameter. A total of 5 stents were implanted within this bifurcating lesion. Post procedure cardiac enzymes were elevated without ECG changes. One-week post implant, the stents exhibited a 73% restenosis in the om1 and a 25% restenosis in the lcx. Intra/post procedural mi and restenosis are known potential complications of coronary stenting and are multi-factorial in etiology. In this case there are pt, vessel, lesion, and procedural factors that contributed to the reported events. European cypher is not distributed in the us; however, it is similar to us distributed cypher product. This is one of four reports submitted for the same events. Please reference MFR reports #s: 9610978-2007-00436, -00437, -00438, -00439.

Event description:
This male pt with a history of previous mi (2001), a current smoking habit, and a family history of cad was admitted for coronary intervention. Angiography revealed a critical stenosis in the bifurcation of the mid circumflex artery (lcx) and the first obtuse marginal branch (omi). The lesion in the mid-lcx was described as an 80%, 20mm, concentric stenosis with little calcification and no pre-existing thrombus. The vessel was 2.5mm in diameter and was not tortuous. The lesion in the om 1 was described as an 80%, 24mm, eccentric, ostial stenosis with little calcification and no pre-existing thrombus. The vessel was 2.5mm in diameter and was not tortuous. Flow throughout the vessels was timi iii. The lesions were predilated. Modified t-stenting was performed by first stenting the mid-lcx with a 2.5x18mm and a 2.5x8mm, both deployed to 16 atms. There was a residual stenosis of 20% in tee mid-lcx after stenting. Two stents, a 2.5x8mm and a 2.5x18mm, were then deployed in the om1 (pressures unk). There was a 20% residual stenosis in the om1 after stenting. The residual stenosis was addressed by post-dilation with kissing balloons: a 2.5x20mm balloon was inflated to 12 atms in the lcx and a 2.0x20mm balloon was inflated to 14 atms in the om1. An additional 2.5x18mm cypher stent was deployed in the om1 to treat additional/residual stenosis. The final result was good (no percentage of residual noted). Flow throughout the stented vessels remained timi iii.